Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the consumer had their six (6) week check in. It was noted that an impedance check was done and all were within normal limits except electrode 3. No additional troubleshooting was done. Actions/interventions were noted as the consumer would come for follow-up with the hcp in six months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3889-28, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported there were high impedances (greater than 4000 ohms) post routine battery replacement when tested at 300 us. Factors noted to have led to the event included possible heavy use of sterile water or saline intraoperatively near devices. Troubleshooting was noted as impedance testing and programming. Actions/interventions included programmed the one electrode combo (c-0+ = 516 ohms) with normal impedances and got good results. The consumer had good stimulation on this setting at 0.3 v; the other bipolar combs using the 0, 1, 2, and 3 electrodes provided no stimulation to patient at 6 v. The issue was noted as both not resolved and resolved at the time of the report. There were no further complications reported and/or anticipated.